Manufacturer narrative:
A medtronic representative, following-up at the site, reported both screws on the l5 vertebrae needed to be revised. No further details of the original procedure have been provided. (B)(4) 2014. Medtronic representative performed a navigation system check-out, all areas passed. Software investigation completed. Behavior could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative received a report from a surgeon that a misplaced screw was discovered from a post-op computed tomography (CT) and a revision spine surgery was required. Screws were navigated for the procedure that occurred on (B)(6)-2014. No other details were provided. The surgeon completed the procedure with the use of the navigation system.